Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified, proximal superficial femoral artery (sfa) the 4.0 x 30 mm trek balloon dilatation catheter (bdc) was advanced but could not cross the lesion and the shaft was noted to break without force being applied. The device was removed from the anatomy without issue and a 5.0 x 80 mm armada bdc was successfully used. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.